Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed away. The customer's healthcare provider declined to provide any other information. An obituary was located via online search. Per the obituary, the cause of death was due to complications of diabetes. It is unknown if the customer was using the pump at the time of death. Multiple requests were sent to the county coroner to inquire if an autopsy had been performed by the county coroner's office. However, no response was received.

Manufacturer narrative:
Response was received via email from county coroner, who stated that county coroner files do not show any record of this customer's death. No autopsy was performed by the county coroner.